Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000052298.

Event description:
It was reported that patient underwent surgical intervention wherein the lead was explanted and replaced due to the lead not working. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.

Event description:
Additional information received identified that the lead was explanted and replaced due to fracture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.